Event description:
Info received indicates that the right foot siderail has been pulled off the bed. No injuries.

Manufacturer narrative:
The technician found the right foot siderail broke off from the siderail arm. Mounting holes in the plastic siderail became stripped where the screws hold siderail in place, allowing the siderail to break off. He replaced the siderail and screws to repair the bed.